Event description:
Patient was intubated and bite guard was placed to prevent from being bit. Part of the softer molar guard was able to be bitten off by the patient and a piece was lodged in pharynx that was eventually coughed out.